Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of 23mm bioprosthetic valve that required valve in valve intervention after an implant duration of three (3) years, 11 months due to central and paravalvular insufficiency. The patient was implanted with a 23mm transcatheter valve within the existing valve. The patient was reported as stable. Hcp was unsure if regurgitation was pvl or central. They placed an amplatz plug to address pvl that did not fully stop the leak. Patient was then implanted with transcatheter valve to treat remaining leak.